Manufacturer narrative:
The manufacturer has not yet received devices, x-rays or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed adn found to be conforming. A cause for this specific event cannot be ascertained from the information provided should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of ths file is (B)(4).

Event description:
It was reported that the surgeon was using a 3.2mm threaded pin, 450mm, the pin was milled for a long time during screw channel preparation. The pin extremity has broken and has been left in the femoral head.